Event description:
Initial information received from a consumer on 25-oct-2007: a female, with a history of asthma which is worse in the fall and spring, received treatment with hyaluronate sodium (hyalgan) for osteoarthritis in the left knee weekly for one month in 2007. She had received five injections. She had previously been treated with hyaluronate sodium 2007 without problems. After the first injection, she had trouble breathing (worse than normal) and continued to worsen since then. On the same day after the fifth injection, her symptoms worsened to the point that the albuterol did not help. She went to the emergency room. The physician in the emergency room stated her symptoms are most likely due to the hyaluronate sodium. She was given breathing treatment followed by oxygen and was sent home with prednisone. She was not hospitalized. The hyaluronate sodium was stopped. She noticed yesterday that her asthma symptoms started to get better. No further relevant information reported. Albuterol, breathing treatment, oxygen, prednisone.